Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with complaints of chest pain, dizziness, shortness of breath and bradycardia. Interrogation showed that the device had reached elective replacement indicator (eri). When the device was checked a few months prior to that, there was an estimated six months of battery life. That night, there was no capture and the patient's heart rate had decreased further. When the device was interrogated again, a valid lead impedance could not be obtained. It was also discovered that the device had gone to vvi65 and that it was programmed at 7.5v and unipolar. It was uncertain how the device got to 7.5v and unipolar. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.